Manufacturer narrative:
Additional data: d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had slight discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the anchor fractured. No injury was reported.

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned, an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).